Event description:
A 1.5mm diameter x 6mm length sprinter balloon was inserted into a patient for the treatment of a left arterial descending coronary artery lesion. Vessel morphology was reported to have no tortuosity, and severe calcification was present. It was reported that the physician attempted the spr1506w, which burst on the first inflation at 4 atm. The device was removed, without any injury to the patient. A second sprinter was pulled, spr2015w, which also burst on the first inflation at 4 atm. (Reference MFR report #2953200-2005-00014). The device was removed without any injury to the patient. It was reported that a competitor's balloon was used to complete the pre-dilatation successfully. No additional sequelae were reported and the patient is reported to be fine.